Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during on an anterior/posterior lumbar fusion on (B)(6) 2022, an incorrect implant was opened but not implanted. The implant appeared to be one designed for use in the EU, not the USA. The incorrect implant was removed from the sterile field, and the correct implant was opened and implanted. The procedure was completed successfully with a delay of one minute. There was no patient consequence. This report is for a alif ui h 12mm 10deg s. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h6: part: aui31234; lot: e20cl0229; supplier: (B)(4); batch1: released on 23 july 2020 with no discrepancies. No nonconformance reports (ncrs) were generated during production. Note: following investigation was performed by the supplier. Although distributed by depuy synthes spine, the product is designed, manufactured, and labeled by the manufacturing supplier. The product/information will be transferred to the supplier with the complaint problem statement for investigation. The results of the supplier investigation are to be populated into the depuy synthes customer quality complaint management system. The product was returned to depuy synthes for evaluation. The depuy synthes team forwarded images and measurements of the device to the supplier for investigation. Due to the incorrect device being packaged, the complaint is confirmed. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed for the alif ui h 12mm 10deg s. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.